Event description:
It was reported that the patient presented to the emergency room with a complaint of dizziness. A device interrogation revealed recorded episodes of inappropriate automatic mode switch caused by right atrial lead noise. The lead was subsequently deactivated via programming. The patient was stable before, during and after the interrogation.